Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received four inappropriate shocks due to atrial fibrillation (af) with a rapid ventricular response. Continued monitoring was planned. No additional adverse patient effects were reported. This ICD remains in service.